Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On( B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: during investigation, the battery cap was not returned with the pump at the time of investigation. A test cap was able to be used and attached to the pump but continued to spin. Due to moisture ingress the pump download and black box was unable to be downloaded. There was moisture observed behind the display lens. The intermittent power occurred when the pump was powered on for investigation. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture observed on the force sensor plate/transceiver board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.